Manufacturer narrative:
(B)(4). Results ¿ a review of the manufacturing records verified that the lot met all pre-release specifications. The device remains implanted and therefore, a direct product analysis could not be performed. The instructions for use for the gore® hybrid vascular graft address the potential for the following adverse events among others: complications and adverse events can occur when using any device that utilizes nitinol. These complications include, but are not limited to: hematoma; stenosis, thrombosis or occlusion; distal embolism; side branch occlusion; vessel wall trauma and / or rupture; false aneurysm; infection; inflammation; fever and / or pain in the absence of infection; deployment failure; migration; and device failure.

Event description:
It was reported to gore that on (B)(6) 2016, a patient underwent the placement of a gore&#59400;hybrid vascular graft for av dialysis access. The device was placed in the right arm (axillary outflow, brachial inflow) in a loop configuration. On (B)(6) 2016, the patient experienced steal syndrome and the graft was stented with a gore viabahn endoprosthesis. On (B)(6) 2016, the patient presented with an ischemic hand. Unfractionated heparin was administered and the graft was ligated and abandoned.